Manufacturer narrative:
The patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
During a retroactive review of distributor incident files, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. The patient contacted the distributor on (B)(6) 2015 to report that he had developed bleeding sores under the rear therapy electrodes. He reported that his skin had "fused to the mesh in the garment." There was no alleged device malfunction. During a follow up on (B)(6) 2015 it was reported that the patients rash had not improved much but the patient was using cream and bandaids on the area. There is no indication that the patient required medical intervention. The final medical outcome of the irritation is unknown.